Event description:
The data reduction program written by diasorin for a specific automated eia microtiter plate instrument (eti-max 3000) for the genetic systems hiv-1/hiv -2 plus o eia kit identified as hiv1-2 plus.asy, version 2.02 ws found to be faulty. The program was causing patient samples to be incorrectly pipetted. No patient sample was being pipetted into the well identified as a2 on the microtiter plate causing the potential for false negative results to be reported. The incorrect programming was introducted during software reconfiguration and was created for one clinical laboratory only. The laboratory corrected the software error on october 12, 2005 under the supervison of diasorin. The lab was advised to review their test data for the period august 19, 2005 through october 12, 2005. The lab determined that there were 38 patient samples which could have been affected. As this date 6 of the patients have been retested. The results were all negative.